Manufacturer narrative:
Re-submission due to re-coding and initial / final report did not pass FDA gateway.

Event description:
Implant fracture for a dental implant that was phased out more than 5 years ago.